Event description:
Orthopedic surgeon using device in scope of right shoulder procedure. Device worked only for few minutes. Then stopped. Cord replaced with still no results. New arthrowand opened & worked.